Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system underwent an impedance check, which identified a disconnected electrode impacting the system¿s magnetic resonance imaging (MRI) compatibility. The patient required an MRI, and a lead replacement was planned to restore the evoke scs MRI compatibility. During the lead revision procedure, the patient experienced a drop in blood pressure, and the procedure couldn¿t be completed as planned. As a result, the evoke scs system was explanted instead of proceeding with the planned lead replacement.

Manufacturer narrative:
The lead was not returned to saluda. Impedance logs were reviewed, which confirmed the reported disconnected electrode. The root cause of the disconnected electrode or the patients drop in blood pressure could not be definitively determined. The evoke scs system MRI guidelines include the following warning, "MRI compatibility has not been determined for a system where the impedance of the lead shows disconnected or shorted channels. Impedance measurement must be performed to ensure no channels are disconnected or shorted prior to scanning.¿